Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler showed rear panel pushed in. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. The cycler underwent and passed a patient sensor check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a fluid leak was discovered on the inside of the cassette door of a cycler after ending a training pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The registered nurse (rn) reported that fluid did come in contact with the cycler. The rn reported that the patient was not connected to the cycler. The rn was advised to discontinue the use of the cycler. A new cycler was issued to the clinic. Upon follow up, the rn stated there was no patient involvement during the event. The rn stated that this event occurred while they were using the cycler to train a patient. The rn stated that the patient was not connected to the cycler. The rn stated that the fluid leak occurred from the cassette as they opened the door of the cycler while tearing down the machine. The clinic has received a new cycler which is working well. The liberty cycler set used by the rn is available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.